Event description:
The customer received high results for multiple assays including creatinine and phosphorus which were normal upon repeat testing. No specific data was provided. The specific number of samples involved in the event was not provided. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested but was not provided. The reagent lot numbers and expiration dates were requested, but were not provided. The engineer checked the instrument and found the rinse station was not working properly and the cuvettes were yellow (contamination). He changed the cuvettes and adjusted the rinse station pipettor. Afterward, it was determined the instrument was working properly and within specification. A specific root cause could not be determined. Additional information for investigation was requested, but was not provided. Based upon information provided, a possible root cause was an issue with cuvette washing.

Manufacturer narrative:
This event occurred in (B)(6).